Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting 3 false negative sars results. Customer states the test cassettes were read on a different instrument and produced a positive result and were confirmed positive by pcr. Report 3 of 3